Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor's office reported that tooth #9 had debonded approximately one (1) week after placement; the doctor re-cemented the restoration for the patient using the same product. Approximately a week later, tooth #9 had debonded for the second time. It is not definitive as to whether or not the crown was swallowed; however, it was confirmed that no injury was associated with the swallowed crown. The doctor re-made and re-cemented the crown using the same products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, an 'adhesive strength' test was performed on a retained sample, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.

Event description:
A doctor's office had alleged that five (5) patients had experienced the debonding of a restoration after placement with the breeze cement. This is the first of five (5) reports.